Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited chronic auto mode switch episodes due to noise. The noise was reproducible in clinic. A lead fracture was suspected. The right atrial lead was capped and replaced on (B)(6) 2018 during an unrelated procedure. The patient was stable throughout.